Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as product identification numbers were not provided by the complainant. Lot and serial number not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the manufacture date is not known.

Event description:
User facility reported a "vasovagal episode" at approximately 115 seconds into the ablation cycle of a novasure endometrial ablation. The ablation was discontinued, the disposable novasure device removed, and "the pt's vitals all came back to normal". During follow-up in 2009, the physician reported "the pt had a 10-15 second period of asystole. Normal sinus rhythm resumed when the ablation was stopped and device removed." No treatment was needed and the pt was discharged home. Additionally, the physician reported she has seen the pt on follow-up and she is "just fine".